Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump¿s battery life was short. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed a sudden voltage drop on (B)(6) 2014 leading to a replace battery alarm. The current draws were found to be above specifications. An intermittent connection was found on the printed circuit board. The connection was re-established and the current draws were nominal. Unrelated to the complaint, evaluation revealed a torn audio bolus button cover; exposing the button contact. Additionally, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.